Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand during surgery. This event occurred in ireland.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. This was a pre-operative case where the user reported difficulties obtaining a successful merge due to software issues. The pre-op CT merge for the case would not register and froze the robot on the registration page. After the robot was hard reset 5 times, the case was deleted and replanned, and the registration shot was retaken, the problem persisted. The case was abandoned and another surgeon was brought in to complete the case without egps or navigation. The merge in this case failed due to software issues, however, a root cause could not be determined for why the merge was unsuccessful. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.